Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the ins not helping and the patient's inability to feel the vibrations was not determined. The patient has been noncompliant for over (B)(6) years. It is unknown what further steps will be taken to resolved this issue. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative and a healthcare professional regarding a patient implanted with an impla ntable neurostimulator (ins) for chronic low back pain. It was reported that the patient's ins was not working/charging anymore and that it was in overdischarge. The patient had not charged 'in a few years' due to the stimulation not helping and 'not feeling the vibrations.' The patient did not intend to use the ins anymore and only wanted it recovered so that an MRI could be performed for an unrelated medical issue. The rep noted that the ins could not be restored as it had not been on for several years and was almost 9 years old. MRI compatibility guidelines were provided. No further complications were reported.